Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
I have the following case to report: yesterday (22/aug/2022) afternoon, the senior graduate cardiotechnician from (B)(6) hospital, (B)(6) called me. She told me that dr. (B)(6) (cardiac surgeon in innsbruck) had implanted a borea 2k pacemaker. During suturing, the cotton went through the suturing eyelet. On closer inspection, it was clear that the eyelet was defective. He opened a new borea pacemaker. With this one, the eyelet was fine. (B)(6) hospital claims warranty. The pacemaker was handed over to me this morning by (B)(6).

Event description:
Yesterday (22/aug/2022) afternoon, the senior graduate cardiotechnician from the university hospital innsbruck, ms (B)(6) called me. She told me that dr. (B_)(6) (cardiac surgeon in innsbruck) had implanted a borea 2k pacemaker. During suturing, the cotton went through the suturing eyelet. On closer inspection, it was clear that the eyelet was defective. He opened a new borea pacemaker. With this one, the eyelet was fine. The university hospital innsbruck claims warranty. The pacemaker was handed over to me this morning by ms. (B)(6).

Manufacturer narrative:
Please refer to the analysis report attached.